Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 800 instrument. Fse found no evidence of leakage from the reagent and sample probes, verified alignments of the probes, inspected the dign reagent cartridge, verified the cuvette wash operation, inspected the cuvettes for cleanliness, inspected the mixer paddles, and inspected the wash mixer. No faults were found. No repair work was performed. The issue appears to be an isolated incident. Fse performed precision and qc (quality control) as verification with results within the customer's established ranges. There is insufficient evidence of a system or reagent malfunction. (B)(6). The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of an erroneously high digoxin (dign) result for an infant patient. One dose of dign was withheld due the false high result. The customer repeated the same patient sample on the same instrument the next day and generated a result considered correct by the customer.